Event description:
It was reported that the patient presented with herniation of left proximal cylinder. The left cylinder and rear tip were explanted and replaced. There were no patient complications.